Manufacturer narrative:
Results: the lantern was fractured approximately 45.5 cm from the hub. The lantern was ovalized approximately 146.0 thru 148.5 cm from the hub. Evaluation of the returned lantern confirmed that the catheter was fractured. If the lantern is forcefully advanced against resistance or otherwise mishandle at extreme angles during use, damage such as a kink and subsequent fracture may occur. Further evaluation of the returned lantern revealed ovalizations on the distal shaft. The root cause of this damage could not be determined; however, this damage may contribute to resistance during advancement. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a lantern delivery microcatheter (lantern), a non-penumbra diagnostic catheter, and a guidewire. During the procedure, while advancing the lantern through the check flow valve on the catheter for the third time, the lantern broke near the hub, outside of the patient. Therefore, the lantern was removed. It was reported that the lantern was removed twice in order to use the guidewire to advance the diagnostic catheter. The procedure was completed using another lantern and the same diagnostic catheter. There was no report of an adverse effect to the patient.